Manufacturer narrative:
As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient information not provided at this point. According to the customer the stapler did not deploy staples when fired, stated were not present in the cartridge. Another stapler and reload was used to complete firing.